Event description:
A cgm error 42 was reported. There was no adverse impact to the customer¿s blood glucose level. After contacting technical support, the customer was guided through a pump reset, and the issue was resolved with the successful start of their sensor session.